Manufacturer narrative:
The referenced patient death was reported under medwatch MFR report# 2916596-2018-00810. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 68 days. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that status post of the lvad implant, the patient¿s course was complicated by (B)(6) and driveline infection. Bacteremia cleared on blood cultures drawn (B)(6) 2013, but (B)(6)driveline infection remained from (B)(6) 2013 through patient¿s time of death.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.